Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference 3005334138-2015-00096, 3005188751-2015-00102, 3005188751-2015-00103. During a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. A supreme ep catheter was placed in the right atrium. An ensite array catheter and a therapy cool flex ablation catheter were placed in the left ventricle to perform mapping and ablation. During ablation, an occlusion occurred with the therapy cool flex ablation catheter and it was replaced with a flexability ablation catheter to continue the procedure. Several hours into the procedure, the arrhythmia was being analyzed and the patient experienced chest pain. Fluoroscopy and an echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed and the patient recovered quickly. It was indicated the cardiac perforation was not caused by the performance of sjm devices.

Manufacturer narrative:
(B)(4). One 7f, quadripolar, therapy cool flex irrigated ablation catheter was received for evaluation. Visual inspection revealed a twist in the catheter shaft .12¿ proximal to the distal tip. Bends in the catheter shaft were noted 3.34¿ and 18.94¿ proximal to the distal tip. No other visual anomalies were noted. The results of the investigation concluded that an occlusion alarm was noted during flow testing of the catheter. A guidewire was inserted and an occlusion was detected within the fluid lumen. The catheter shaft was dissected to reveal that the fluid lumen was kinked and twisted, which is consistent with the occlusion detected. In addition, the catheter did not deflect in the correct shape due to a twist and bends in the shaft. The catheter met specifications for electrical and temperature testing with no functional anomalies noted. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of both the shaft damage and damaged fluid lumen is consistent with damage to the device during use. The cause of the cardiac tamponade remains unknown. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.